Manufacturer narrative:
Analysis found abrasion on the lead insulation at 48 to 48.3 cm from the helix end. This abrasion is consistent with friction to the ICD can. There was an abrasion damage to the rv cables at the same location. This would cause the reported impedance anomaly.

Event description:
It was reported that during a follow-up, low hv impedance was observed. No noise was recorded. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.